Event description:
It was reported that the gastrointestinal videoscope exhibited a faint white line down the center. The event occurred during an esophagogastroduodenoscopy procedure while the patient was under sedation. There was a minor procedural delay and no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.